Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height cm: 110. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "1d po valve is blocked. Explanted." All med watch submissions related to this patient are: 3004721439-2018-00280, 3004721439-2018-00281.

Manufacturer narrative:
Manufacturing and qualtiy control data: all parameters have been inspected and approved during the manufactuirng process. All parameters have been assessed as meeting specifications. Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has indicated that the shunt assistant has a blocakage and the progav 2.0 valve is permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: we have dismantled the valves. There were no visble deposits inside the valve. Based on our investigation, we confirm the presence of occlusion in the shunt assistant valve. Although no deposits were observed inside valve, it is possible that even a small amount of non-visible blood or protein can lead to temporary blockage and could be responsible for the suspected malfunction in the past. As described in our literature, this is one of the known inevatable risks of hc-therapy by shunt implants.